Event description:
It was reported that during an implant procedure, the device was interrogated and displayed a gray longevity bar indicator. The device was not used. After storing the device at room temperature for three days, it was interrogated again with the same indicator issue. The device was later interrogated a third time after two more days - again with the same issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.